Manufacturer narrative:
Article citation: mares, theodor, ionescu, radu, dima, daniel et al. Breast implant-associated anaplastic large cell lymphoma in romania: first case series of all documented cases. Journal of plastic, reconstructive, and aesthetic surgery 99 (2024); 602-607. The events of lymphoma - alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl; late seroma.

Event description:
Through journal article "breast implant-associated anaplastic large cell lymphoma in romania: first case series of all documented cases", authors report a patient diagnosed right side bia-alcl and late seroma; biomarkers of cd30 positive and alk negative have been reported. The device has been explanted and replaced.